Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a esophagectomy the resistance on the rotation knob was easier to turn than normal and when the anvil was being attached it would retract back into the chamber. A second like device was used to complete the procedure with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2020. D4: batch # t5dv5p. H6: component code = others (g07). Device analysis: the analysis results found that the cdh25p device arrived with the anvil missing. The breakaway washer was not present and there were no staples present and the adjusting knob movement was found to be as expected. The complaint states that, when the anvil was being attached it would retract back into the chamber. This however is inherent in the design of our powered circular stapler. The IFU recommends holding the adjusting knob in place to prevent rotation so that the trocar would not retract into the chamber as the anvil is attached. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.